Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain event information, but it was not received. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site. As a result, patient underwent surgical intervention wherein the ipg was explanted. Date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.